Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: reason of complaint: leaking elastomericwe are having issues when filling these pumps. Some leak in a spectacular fashion at the fill port when adding drug/saline. We've tried to establish whether it's the syringes or the pumps but have not been able to rule either out. We started using all the same size/manufacturer syringes and didn't have any issues for several days but it happened again today. It's happened 6-8 times and I've saved 3 of the pumps. The pumps have been filled with fluorouracil. Patient injury no.